Manufacturer narrative:
Additional information in h3, h6. H10: a visual inspection of the sample was performed with the naked eye which noted the silicone tubing was separated between the occuder feet. The sample failed to meet specification. The reported condition was verified. Further evaluation was not performed as this issue is related to a field action. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a disconnection on the patient line of a transfer set. It was further described as "tubing came out at the end piece, so patient clamped off and had it switched out". This occurred during use for automated peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.